Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing which appeared to cause the cardiac resynchronization therapy defibrillator (crt-d) to classify ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt). The right ventricular (rv) lead also exhibited low r-waves. Programming and detection changes were made to the crt-d. No changes were made to the leads. The products remain in use. No patient complications have been reported as a result of this event.